Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported being hospitalized for blood glucose levels between 300 and 400 mg/dl. Prior to the event, the customer had given herself multiple boluses to get her blood glucose levels to a normal range, but was unable to do so. The customer also had large ketones. Troubleshooting was performed, and the insulin pump passed the prime test, but there was no tubing clamp for the high pressure test. The customer stated she would call back to conduct that test once she's home. Nothing further was reported.